Manufacturer narrative:
The explanted device was not returned to bsn as it were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having to charge more frequently and wanted access to more waveform options. The patient underwent ipg replacement procedure. There was no device malfunction suspected. The patient was doing well postoperatively.